Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova (B)(4) learned that the device was cleaned per instruction for use (IFU) and placed inside of the operation room. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Comment on 14th of january: (B)(4). Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was tested (B)(6) on (B)(6). There is no known patient involvement.

Manufacturer narrative:
This medwatch is voided as the associated complaint has been determined to be a duplicate of an existing complaint. All further information related to the reported issue can be found in the MDR 9611109-2018-00124. (Medwatch (B)(4)).